Event description:
It was reported the powered wheelchair has an electrical short in the gtrac harness. No patient consequences were reported as a result of this event.

Manufacturer narrative:
(B)(4).